Event description:
When this unit is used with sensory-control disposable hand control both cut and coag modes can be accessed simultaneously, delivering a lower than indicated output and a waveform composite of both cut and coag modes. Effect on tissue is unknown. This was uncovered during routine preventive maintenance. The same problem happened with all three electrosurgical units. Incident was reported to co by phone on 6/30/94, by biomed dept.